Event description:
It was reported that patient presented in clinic for follow up. Upon device interrogation, the atrial and right ventricular leads both exhibited noise. Noise was able to be reproduced by arm movement in only one instance due to patient experiencing pain, unrelated to device, from arm movement. The leads were reprogrammed. The patient was stable throughout the event.